Event description:
Info received indicates the head hi/low is drifting down very slowly over a period of time.

Manufacturer narrative:
The tech replaced the solenoid valve and coil to repair the bed.